Event description:
During the procedure, while the coil was positioned at the aneurysm, the micrusphere 10 platinum microcoil (sph10035020/f72686) did not release. The dcb and cable were changed, but cannot release the coil. Finally, the coil was changed to complete the procedure with other cable and dcb. It was noted that about 5~6 times attempts were made to detach the coil, but no additional force was used to release the coil manually. The black detachment control box was used with a standard cable. Pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. Low battery light was seen during case, and new batteries were used. Fault light was seen during case, and during the detachment cycle, the detachment light did not illuminate. However, the audible signal did not beep. All connections appear to fit properly without application of excessive force. After the event, the same connecting cable and dcb were not used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. A prowler 14 microcatheter was used with the device. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and after removal from the patient, the coil remain attached to the delivery system. There were no adverse consequences to the patient, and the device will be return for analysis.

Manufacturer narrative:
During the procedure, while the coil was positioned at the aneurysm, the micrusphere 10 platinum microcoil ((B)(4)) did not release. The dcb and cable were changed, but cannot release the coil. Finally, the coil was changed to complete the procedure with other cable and dcb. It was noted that about 5~6 times attempts were made to detach the coil, but no additional force was used to release the coil manually. The black detachment control box was used with a standard cable. Pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. Low battery light was seen during case, and new batteries were used. Fault light was seen during case, and during the detachment cycle, the detachment light did not illuminate. However, the audible signal did not beep. All connections appear to fit properly without application of excessive force. After the event, the same connecting cable and dcb were not used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. A prowler 14 microcatheter was used with the device. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and after removal from the patient, the coil remain attached to the delivery system. There were no adverse consequences to the patient, and the device will be return for analysis. As viewed through the returned packaging, the coil was returned unsheathed, damaged, and entangled around the device positioning unit (dpu and sheath. The detachment fiber did not receive heat and melt. The dpu failed electrical testing. The most likely contributing factor to the microcoil system passing the pre-deployment electrical test and failing to detach inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are inspected electrically multiple times before final packaging. In addition, without the return of the complete detachment system and the prowler 14 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint even. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure of the coil to detach was confirmed and with analysis it was due to electrical wire damage. Based on the report that the pre-deployment electrical testing of the coil system was done, it appears that procedural factors/device manipulation likely contributed to the event. With review of the reported information, analysis and device history records there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.